Event description:
Related manufacturer reference number: 2017865-2023-94640, related manufacturer reference number: 2017865-2023-94641. It was reported that the patient had their implantable cardiac defibrillator (ICD), right ventricular (rv) lead, and right atrial (ra) lead explanted, while the left ventricular (lv) lead was capped due to infection. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.